Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture detached and broke (removal from package / during passage through tissue/ during tying / post-op)? During surgery itself. What tissue was being approximated or sutured when it broke? Unk. Was the needle removed from the patient during the same procedure when the suture detached? Yes. What was used to complete the procedure? They took another same like suture. Was there any patient consequence or injury? Not mentioned. What medical/surgical intervention was provided? Unk. What is the condition of the patient? Unk, no patient consequence mentioned. It is reported 1 sales unit, do you mean 1 box? How many products will be returned? Issue was reported for several items out of 1 box. Hospital didn't mention the actual quantity. Sr will pick up the box at the hospital for return. How many impacted devices were used on this single patient during this procedure? Unk, no exact quantity was mentioned by the hospital. Did the suture detaches and breaks issue in 1 box occurred in multiple procedures? If yes please provide pc number for each of the procedures not mentioned by the hospital procedure name and date? Unk. Event date? Unk, somewhere in 2021. Device return status/follow up? 12/04: no device received yet. Pcf deferred due to covid-19 situation. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture detaches and breaks easily. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/24/2021. H6 component code: g07002 - device not returned. Additional information: h6, h4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.